Event description:
Pt on 96 hours 5 fu infusion. Pt hooked to pump, and pump started to infuse. At end of infusion, nurse to detach pump noted that minimal fluid had run through pump. Only a portion of the infusion was administered. Pump recorded no pressure or other alarms and no signs of underinfusion once history of pump was run. Pump was programmed correctly.